Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer septal occluder was selected for procedure. It was noted during device preparation that the occluder had a polyester thread protruding from it. It was specifically noted when storing the loader after connecting the delivery cable. The occluder was never retracted fully/completely into a delivery system. The 28mm amplatzer septal occluder was not mishandled or damaged at all during device preparation. An attempt was made to deploy the occluder in the patient's patent ductus arteriosus, but was ultimately aborted. The decision was made to remove and replace the 28mm amplatzer septal occluder with another one of the same size to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of exposed thread was confirmed via returned device analysis. The device was returned to abbott for investigation and found distal and proximal sewing knots were out of specification. They are specific steps on how to detect the foreign material in the units according to inspection procedure (B)(4) and it is specified that if any fm is found retrieve with tweezers, however, if foreign material cannot be removed scrap with the applicable code. In the case of the complaint, the fm is evident and if the part would have this condition prior to the loading on the device, it would have been detected in the final visual inspection process. It is highly improbable that the damage to the occluder threads occurred during the manufacturing or packaging process. The cause of the reported event could not be conclusively determined, however the damage noted was consistent with manipulation of the occluder inside the loader. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Per the information available abbott cannot further speculate on why the reported event occurred.